Event description:
A surgeon reported two pts experienced intraocular pressure (iop) rise following cataract extraction surgery. Both patients were reported to have iop rise on the same day of their surgery and as of one week following surgery iop rise had not resolved. Add'l info has been requested. Two medwatch reports are being filed for this surgeon's report. 3002037047-2008-00021, 3002037047-2008-00022.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.